Event description:
It was reported that t:slim x2 pump battery would not charge even though caller used tandem charging cable, tandem wall adapter, and working wall outlet. There was no reported impact to the customer¿s blood glucose level. Caller left pump connected to known working outlet for at least 30 minutes without improvement, then used non-tandem charging cable with tandem adapter and successfully restored charging, and pump did not shut down or become unable to turn on; technical support advised against routine use of non-tandem charging supplies, arranged shipment of replacement tandem cable as a one-time courtesy, and no further assistance was required.